Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise, elevated sensing integrity counter (sic), and short v-v intervals. The noise was noted when the patient moved their arm. The next day, there was not noise during provoking maneuvers but sometimes there was noise while the patient was talking. High rate non-sustained episodes were also noted. The lead may also possibly be fractured. The lead remains in use until the physician decided what the next steps will be. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.